Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystoscopy and perineorrhaphy due to stress urinary incontinence, cystocele stage ii, rectocele stage ii, and enterocele stage ii. The patient had the mesh explanted and lysis of adhesions with 40 centimeter loop of bowel, adhesed and twisted underneath the composite kugel mesh (also explanted) on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient had the mesh explanted on (B)(6) 2011.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced fistula.

Event description:
It was reported that a patient underwent a sling procedure to repair stress incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.